Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "a sore throat, sinus infection, feels stuffy, and went to doctor." Additional information was provided on 11-may-23 alleging "difficulty breathing/ short of breath, upper respiratory issues, and had a car accident due to lack of sleep because of the device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.